Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient wore a pod on the abdomen for 5 to 24 hours before developing persistent hyperglycemia, with blood glucose levels reaching up to 500 mg/dl. Multiple correction boluses were attempted, though the patient was unable to recall the exact amounts, and dizziness was reported. The patient noted that the insulin in the pod appeared foamy and also reported the possibility of becoming ill, both of which were considered potential contributing factors. Due to sustained elevated glucose levels, the patient contacted the hospital and was advised by nursing staff to present for evaluation. At the hospital, an unspecified correction bolus was administered and the pod was replaced. No abnormalities were observed on the removed pod; the cannula appeared normal, adhesion was intact, and no insulin odor or leakage was reported. Clinical staff indicated that the event may have been related to compromised insulin, given the foamy appearance, or an emerging illness, leaving the cause undetermined. The hospital visit lasted approximately one hour, after which the patient¿s glucose levels improved.

Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. Inspection of the download data and patient history buffer (phb) data showed that the automated glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs.